Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided, catalog#: unknown but referred to as a cook celect filter, expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either (B)(4). MFR date: unknown as lot# is unknown. Summary of investigational findings: since no device or imaging studies have been made available and only very limited hospital or medical records have been made available the exact root cause for what caused the alleged pain and penetration of the caval wall with several tines of the filter are unknown. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, it is described that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Lot# and rpn are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: it is alleged that "[pt] was implanted with a cook gunther tulip filter on (B)(6) 2010 at the (B)(6) medical center, (B)(6)". Per the operative note from (B)(6), the procedure was done through the right neck. The hook was snared, and a celect filter placed in (B)(6) 2009 for a coil embolization of left iliac arterial branch performed on (B)(6) 2009, and was later removed intact and without incident ((B)(4)). A new gunther tulip ivc filter was deployed in the infrarenal ivc. The filter had some mild tilting to the right ((B)(4)). Per the ppf, on (B)(6) 2010 at (B)(6), the celect filter was removed through the right internal jugular vein because of pain and penetration of the caval wall with several tines of the filter ((B)(4)). On (B)(6) 2010 the gunther tulip filter was removed at (B)(6) health through the right internal jugular vein because of pain and penetration of the caval wall with several tines of the filter ((B)(4)). Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4) lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. Investigation is still in progress:

Event description:
Description of event according to complainant: it is alleged that "[pt] was implanted with a cook gunther tulip filter on (B)(6) 2010 at the (B)(6)". Per the operative note from baylor, the procedure was done through the right neck. The hook was snared, and a celect filter placed in (B)(6) 2009 for a coil embolization of left iliac arterial branch performed on (B)(6) 2009, and was later removed intact and without incident ((B)(4)). A new gunther tulip ivc filter was deployed in the infrarenal ivc. The filter had some mild tilting to the right ((B)(4)). Per the ppf, on (B)(6) 2010 at (B)(6), the celect filter was removed through the right internal jugular vein because of pain and penetration of the caval wall with several tines of the filter ((B)(4)). On (B)(6) 2010 the gunther tulip filter was removed at (B)(6) through the right internal jugular vein because of pain and penetration of the caval wall with several tines of the filter ((B)(4)). Patient outcome: it is alleged that [pt] was injured without further explanation.